Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) found that full height drawer 7 in the auxiliary had failed and was showing as not detected on bus message. The issue was resolved by replacing the retractor band, and the repair was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user received a failed hardware message. The customer attempted to recover the failed drawer, but the system continued to display maintenance required. The customer also performed a full power reset by unplugging the power cord from the back of the station, waiting 2 to 5 minutes, and reconnecting it, but the issue remained unchanged. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access/issue the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.